Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure on an unknown date. The patient was revised due to unknown reasons. The liner was replaced. It was reported that no further information could be provided.